Manufacturer narrative:
Product ID: 2067, serial# (B)(4), product ID: 229047, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unresponsive area on the programmer's touch screen and it resulted in the threshold test option not being able to be chosen directly. The user must choose the "sensing test" and then slide the tip of the stylus over to "threshold test" while keeping the pen tip in contact with the screen. The programmer was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an unresponsive area on the programmer's touch screen, and the overlay was replaced and the stylus calibrated. It was further noted that the upper hinge plate was cracked and the upper hinge plate was also replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.